Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the saber balloon catheter, it was reported that the balloon was delivered to the lesion for inflation but it ruptured during it's second inflation. There was no patient injury. The lesion was the superficial femoral artery and was not calcified.

Manufacturer narrative:
During use of the saber balloon catheter burst at or below rated burst pressure (rbp). Tt was reported that the balloon was delivered to the lesion for inflation, but it ruptured during its second inflation at fourteen atmospheres. There was no patient injury. The lesion was the superficial femoral artery and was not calcified. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The product removed intact (in one piece) from the patient. The device is not available for analysis. No other information was provided. A device history record (DHR) review of lot 17616458 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, unknown vessel characteristics may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.